Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-00451. It was reported the patient's scs system scs system is not providing adequate pain relief. As a result, surgical intervention is pending as the next course of action to address the issue.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-00451. Additional follow-up identified surgery took place wherein the leads were explanted and replaced with different models. Effective pain relief was achieved postoperatively and the issue resolved.